Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. The patient used an omnipod 5 insulin pump for diabetes management. According to the patient, on 06/04/2026, at 10:00 am the patient felt unwell, and told his wife he might pass out. His wife brought him juice and glucose tablets because he was unable to self-treat. After eating the tablets and drinking the juice he felt better and remained at home. After the event his bg stabilized, and he was in good condition. At some point prior to the event or after the event the bg fs value was 102 mg/dl while the cgm value was 50 mg/dl. It could not be determined at what point the values were obtained, or if one of them occurred before the event or after treatment. No other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.